Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this programmer emitted smoke. The smoke came out of the floppy drive area and it smelled like hot electrical smoke. The programmer will be returned. There was no patient involvement reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had burned up and shorted out resulting in the reported clinical observations. Following repair of the unit, this programmer operated as expected.

Event description:
Boston scientific received information that this programmer emitted a white smoke which came out of the floppy drive area and it smelled like hot electrical smoke. The programmer will be returned. No adverse patient effects were reported.